Event description:
It was reported that, during reprocessing, the subject device tested positive for 4 colony forming units (cfus) of unspecified microorganism. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing and device evaluation.. Updated fields: b5, d9, h2, h3, h6, h11. Olympus was not able to confirm the customer request and device inspection revealed no damages. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: n/a . The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 5cfu. Bacterial identification: bronchopulmonary/digestive. Olympus will continue to monitor field performance for this device.

Event description:
The customer has provided olympus with a lab report indicating microbiological test results in which germs are identified.